Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the coil was missing. A 6mmx10cm interlock¿ was selected for use. During procedure, it was noted that there was no coil inside of the delivery system. They checked in the catheter and in the patient but no coil was located. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.